Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as no deformation of the device was observed that might result in the retention of foreign material and no additional event information was reported or available. The event may be detected/prevented by following the instructions for use which state: ¿chapter 3.3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". ¿inspection of the endoscope¿ ¿9.inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - unknown if delay in the start of pre-cleaning - the air/water nozzle was flushed with water and air - no abnormalities in the accessories used for reprocessing - the air/water nozzle was not flushed with detergent solution - unknown if wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus, the gastrointestinal videoscope exhibited leakage at the forceps mouth. There were no reports of patient harm associated with the event. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on forceps channel tube, water tightness was lost. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Adhesive around light guide lens was peeled. Scratches were found throughout the device. Control unit had discoloration. Universal cord was sticky. Control unit was dirty due to water leakage. Adhesive on bending section cover had a chip. Due to wear of angle wire, the play of up/down knob was out of the standard value. Connecting tube had a dent. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.